Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the printings on the onetouch ultra test strip vial rubs off too easily. On (B)(6) 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone. The patient's diabetes is managed with self adjusting insulin per the lfs meter readings. The patient claimed that he kept the test strip vial in his pocket and subsequently the calcode information rubbed off. According to the patient, on (B)(6) 2010, the patient could not properly code his onetouch ultra brand meter due to the product issue. That morning the patient took his insulin based on an allegedly inaccurate high reading obtained on the lfs product. At 1:30 pm, the patient developed symptoms described as "edema in his leg, sweating, can't stand up, sick, nausea, diarrhea, and tingling in left arm." The patient promptly administered self treatment with 10 glucose tablets and drank orange juice. His symptoms eventually abated within a few hours. The patient feels that lifescan should place a plastic covering over the test strip vial to prevent the written labels from rubbing off. According to the troubleshooting perform with customer service, the lot #, expiration date, control solution range, and the code # were illegible. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that he had symptoms that can be associated with hypoglycemia and received medical intervention after the lfs meter could not be properly coded due to the product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.